Event description:
Pt was admitted to the hospital emergency dept with diagnosis of acute mi with probable cardiogenic shock in unstable condition. The nurse was not in ER at the time of the pt's admission. She walked in when the dr was trying to insert a temporary pacemaker. He was unsuccessful with the procedure. The dr said, "set up the external pacemaker". The pt ECG cable was inserted into the right side of the pacemaker. ECG electrodes were attached to the cable and placed on pt: ra-white cable, la-black cable and ll-red cable. Pushed power button on. The nurse attached another co's monitor to pacemaker. Leads were double-checked and correctly placed. Pacing cable was inserted into pacer outlet on right side of pacemaker. Pacing cable attached to pacing electrodes. Black pacing electrode placed anteriorly on pt. Red pacing electrode placed posteriorly. Picture used on top of pacemaker used as reference guide. No rhythm showed on monitor. Rechecked cables and set up again. No flashing light noted where it says "sense" on the pacemaker. Adjusted ECG sense. No sensing noted. Monitor showed straight line. Questioned whether monitor was correct (asystole) or equipment failure. Attached pt to another monitor. Pt's rhythm on monitor #2 showed slow ventricular beats, hr-30's, carotid beat palpated. The monitor which was connected to pt and pacemaker showed straight line. Nurse double checked instructions and picture on top of pacer. Everything was correctly attached. Outcome result of pt, death. The dr did not believe the pt would have lived even if the pacemaker had worked. After the code was finished, the nurse hooked herself up to the pacemaker and the pacer would not sense her qrs complex and there was no rhythm on the monitor. (*)